Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. However, medical record was received for evaluation. Therefore, the investigation is inconclusive for the reported detachment of device. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900j vena cava filter allegedly experienced detachment of device. The information was received from a single source. This malfunction involved one patient with no patient consequences. A male patient weighs 66 kgs and his age was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review was not performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the event indicated that model dl900j vena cava filter allegedly had struts detach. This report was received from one source. This event involved one patient whose gender, age and weight was not provided. This patient had no reported patient injury.